Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd pen needle, the device experienced a broken needle. The following information was provided by the initial reporter. The customer stated: it was reported by distributor needle bent. Verbatim: needle(s) bent.